Event description:
It was reported "the doctor found the swg was kinked when the swg inserted into the needle prior to the patient". This event occured prior to use. Therefore no patient harm or injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened arterial catheterization kit for analysis. No definite signs of use were observed. Visual and microscopic examination revealed one kink towards the distal end of the guide wire. Microscopic examination confirmed the damage and revealed a white substance at the location of the kink. The distal weld was present and appeared full and spherical. A bubble within the supplied guide wire hub component (B)(6) was additionally noted. After failing functional testing (see below), a total occlusion was encountered inside the cannula. The source of this occlusion could not be visualized. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". The guide wire was advanced through the returned cannula and slight resistance was initially encountered at the proximal opening of the needle cannula. Once inserted, the guide wire then encountered a total occlusion from inside the cannula. A lab inventory guide wire was also advanced and encountered the occlusion at the same location. A device history record review was performed, and no relevant findings were identified. The reported event was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed a total occlusion inside the cannula as well as a 'bubble' on the supplied guide wire hub component ((B)(6)). These defects created resistance between the guide wire and the cannula, which likely contributed to the reported failure. Based on the customer report, the sample received , and feedback from manufacturing, the root cause is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor found the swg was kinked when the swg inserted into the needle prior to the patient". This event occured prior to use. Therefore no patient harm or injury.